Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of a skin irritation due to infusion sets. Customer states the sets are leaving bumps that get irritated and produce puss. Customer rushed off the call. No troubleshoot was conducted and nothing is being returned or replaced. The customers blood glucose level at the time of incident was unknown.